Event description:
The customer reported that the system displayed a generator error message and an intermittent lock up. They rebooted and continue to use the system.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep arrived on site and a system shut down message was on the screen (no alarm). He plugged in debug monitor and noticed several errors. The high current message, ma on message and unable to save to flash memory message. He connected the laptop and retrieved event logs. Only new message was high current event. No other messages saved. He rebooted and the system functioned normally. He rebooted several more times and discovered that loose connection resulting in loss of frams synch. He cleaned and reseated video pcb and system interface pcb. He also tightened connections on the synch cable. Although he could not reproduce error, he believes this to be the cause. He placed system back in to service. The customer reported system still alarming. He arrived on site. Could not get to fail. He ran diagnostics, passed all test. Rechecked power supplies. All voltages in spec (at optimal settings) observed for some time and no problem was found. During testing of power supplies (inadvertently shorted 5 volts resulting in generator alarm. The customer reported this was the sound they were hearing. This error was logged in event files. The rep performed a series of generator tests. He made extended max kv/ma x-rays without error. No problem was found. He advised the customer that he would return the next morning to observe the system in use. He arrived on site, the customer plugged in system (where it is to be used) and turned on. He connected power meter to same outlet. He observed system power and system use for four hours. No problems were found.